Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly had not been activated and two (2) stents were found. The stent deployment button motion was functioning as intended, and the device was able to actuate all remaining positions. The injector¿s frontal components were examined and no non-conformances were observed. Further inspection found no non-conformances related to the reported event. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot #. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that the trocar broke during attempt to implant the second stent (of two stents) from a trabecular microbypass stent system. There was no report of patient injury. Additional information has been requested.